Event description:
It was reported that during set up, the surran wrapped femoral implant package was opened. The tamper evident tab was still intact with no signs of tampering. The tab was opened. The femoral implant removed. While starting to peel back to expose the sterile contents, it was noticed that the paper was not fully sealed and already loose and open. The sterile content also had a packaging issue where the seal between the paper and the plastic peel part was seen folded back and not sealed.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.